Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was having power issues. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was having power issues. The customer stated that the device was not receiving main power. Troubleshooting was performed, and the customer attempted to replace the power cord, but was still having same issues. The rse provided the customer with the following instructions: verify power supply (24v); with alternating current (ac) power disconnected, remove j1 from power management (pm) board; reconnect ac power; verify that 24v is present between the orange and brown wires on the power supply harness connector; if 24v is present, replace the pm board; if 24v is not present, verify that ac power is present; disconnect ac power; remove shroud; reconnect ac power; verify that ac voltage is present between the blue and brown wires coming from the ac inlet; if ac power is present, replace the power supply. The customer tested the device, and ac was present. The power supply part number was provided to the customer. The investigation is ongoing.

Manufacturer narrative:
H10: the customer reported that the remote service engineer (rse) instructions were performed, and that the power supply was replaced to resolve the issue. The device was returned to service. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.